Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 pro synchron clinical system generated an erroneously elevated creatinine (crem) result of 389 mol/l for one patient. Repeat testing performed on an alternate instrument produced a lower result of 86 mol/l. The erroneous result was not reported out of the laboratory, and therefore did not impact patient treatment. The sample was collected in a 7.0 ml sarstedt tube and centrifuged at 3000 rpm for 10 minutes. The sample was stored at room temperature and was analyzed in less than 2 hours from collection. Controls were run before and after the event, and the results were within the established ranges. Field service engineer found beads within the creatinine cup, and cleaned the cup and calibrated the module. Qc and precision runs were completed and the results met specifications. However, the customer called back two days later and reported that the issue was not resolved. The customer was advised by bec hotline to replace the stir bar and reagent. A precision run was performed and the results met specifications. The system was resumed.

Manufacturer narrative:
Results: stir bar.